Event description:
A device report from synthes (B)(6) indicated a surgeon in (B)(6) reported: patient was implanted with 2.4mm variable angle lcp two-column volar distal radius plate and screw construct on an unknown date. Post-operatively the plate become loose and the fixation had loosened and result was ulna +. Three (3) cortical screws in the radius shaft had lost grip and became loose. No information regarding the va locking screws in the distal part. The osteotomy had healed, but due to lost fixation the radius was compressed so the radius was not in an anatomical position. Ulna + is referred as positive and the anatomical position is neutral. The correction of a too short radius (ulna +) is to perform an ulna shortening. Patient was returned to the operating room in (B)(6) 2012, for resurgery with ulna shortening with synthes ulna shortening plate fixation. The radius had healed so the doctor left the implant as it was. This is 3 of 5 reports for the same event.

Manufacturer narrative:
Additional information was received.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A device report from synthes (B)(4) indicated a surgeon in (B)(6) reported: pt was implanted with a 3-hole 2.4mm va lcp distal radius plate and screw construct for radius osteotomy on an unk date. Post-operatively the plate became loose and fixation had loosened and result was ulna +. Pt was returned to the operating room in (B)(6) 2012, for resurgery with ulna shortening with synthes ulna shortening plate fixation. The va lcp plate is still implanted in the pt. This is 3 of 5 reports for the same event.